Manufacturer narrative:
Follow-up #1: date of submission 09/28/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/10/2015 with the following findings: during investigation, there was no defect found with the returned device. The pump powered on with the returned battery cap. The keypad was intact and there was no observation of damage. All the keys responded appropriately and when the keypad was removed, there was no contamination found under the key contacts. The pump case was removed and there was no evidence of moisture ingress or loose components inside the pump. Visual inspection showed the keypad flex cable fully inserted in the keypad flex connector and the connector was latched. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.